Event description:
Underdelivery reported. The pump was in home use to infuse d5ns at 24.8ml/hr. A one liter IV container was in use. When the pump was checked the next day, the display indicated delivery of 854ml but the IV container was still full. No device alarms had sounded. The pt did not experience any adverse effects. No further info was available.